Manufacturer narrative:
Qn# (B)(4). The customer report of a catheter leak or interlumen crossover was not able to be confirmed by visual inspection of the customer supplied photos/videos. The photos show the distal line being flushed with a syringe. The fluid exiting the catheter at the distal end can be observed in the video, however, it cannot be confirmed from the videos whether fluid is exiting from the distal tip or the proximal skive hole. The IFU provided with the kit informs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture". A full complaint verification testing could not be performed as no sample was returned for analysis. The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: patient with a 4 fr bilumen PICC for the passage of central tpn and other medications inserted on (B)(6) 2023. On (B)(6) 2023, when irrigating the line, blood is returned through the lumen of the tpn. There was no hole or deformity noted on the catheter. The lumen was closed off. Tpn was continued through the other extension line and the catheter was removed on the (B)(6) 2023. There was no reported patient harm or consequence. They were reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: patient with a 4 fr bilumen PICC for the passage of central tpn and other medications inserted on (B)(6) 2023. On (B)(6) 2023, when irrigating the line, blood is returned through the lumen of the tpn. There was no hole or deformity noted on the catheter. The lumen was closed off. Tpn was continued through the other extension line and the catheter was removed on the (B)(6) 2023. There was no reported patient harm or consequence. They were reported as fine.